Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The leak was discovered during setup/preparation prior to patient use. The device was filled with an unspecified chemotherapy and 0.9% sodium chloride. There was no patient involvement. No additional information is available.